Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was in the range of 300 mg/dl to 400mg/dl and current blood glucose value was 177 mg/dl. Customer reported nausea as a symptom of high blood glucose level. Customer treated with the pump. Customer declined to perform the high pressure test. Insulin pump, reservoir, and infusion set will not be returned for analysis.